Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain additional information. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon was firing, the applier clips did not form properly. Therefore, the clips fell off the cystic duct and cystic artery. It is unknown how the procedure was completed. There were no adverse consequences for the patient.